Event description:
Event description boston scientific received information from the patient with this device that he has felt dizzy and generally not well since the device was implanted. When the patient's pulse was palpated his palse was in the upper 40's.